Event description:
It was reported that a patient experienced fungal peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s); the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported) and unspecified antifungal(s) (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported that the patient was recovered from the peritonitis event. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: event date on an unreported date in (B)(6) 2013, the patient experienced peritonitis. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd895557, gd895573 and gd895409 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.